Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter phone: (B)(6).

Event description:
The event involved a chemoclave® vented vial spike, 20mm.the customer reported that during use, a small clear plastic fragment from in-tact silicon broke away after the device was used. This fragment was loose at the center of the device. A small hole was identified at the top of the chemoclave after use with a spiros. The customer suspected that the issue may have stemmed from the spiros. There was no serious injury/death, no blood loss and no medical/surgical intervention required. The problem was not detected prior to direct patient use.

Manufacturer narrative:
Three photos were shared by customer of a used sample illustrating damage in the top of the microclave. No additional abnormally was observed from the review of the pictures. The following devices were returned for investigation: -one used sample inserted into an injection vial -six new samples of item #011-ch-70s, lot #9576732. As received, there was a coring condition on the seal of the microclave from the used sample. Once the used sample was dissembled, coring in the top seal was confirmed, and there was no additional damage or abnormally observed. The six new samples were connected with a new spiros from complaint (B)(4), item# ch2000s-c, lot# 9504180 and there was observed the followed: -damage (coring) was observed in 2 in-package samples (samples were not activated). -no damage was observed in 2 samples after activated the sample 5 times. -damage (coring) was observed in 2 samples after activated the samples 5 times. The issue of holes/cut/torn can be confirmed based in the physical sample evaluation. However, no small clear fragments of plastic were found anywhere that would reflect loose foreign material inside the fluid path of the device. The probable cause of the coring damage is typical of slitter damage during the assembly process. D9 - date returned to mfg: 25may2023. Updated information can be found in g1.